Manufacturer narrative:
E1(event site state and postal code: (B)(6)). It was reported that during routine check the cs100 intra-aortic balloon pump (iabp) machine not working on mains supply. There was no patient involvement, and no adverse event was reported. A getinge field service engineer (fse) found machine not switching on main supply, power supply defective and replaced the power supply (0014-00-0033-05) with new one provided by customer to resolve the issue. Fse did all functional test, passed successfully. The unit released to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cs100 intra-aortic balloon pump (iabp) machine was not working on mains supply. There was no patient involvement or harm reported .